Event description:
Baxter product surveillance received a report from a home pt's nurse that a transfer set had the white plastic pt connector separated from the tubing of a transfer set. The home pt had been using peritoneal dialysis since 08/2004, and this particular transfer set had been placed 01/2006. Although prophylactic antibiotics were administered (1g cephazolin, intraperitoneal), there was no pt injury or medical intervention associated with this incident.